Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio test strips were bent. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that early in the morning of (B)(6) 2019 she was not able to test her blood glucose, alleging that some of the subject strips were bent which prevented the meter to provide a reading. The patient manages her diabetes with a combination of diabetes medication (metformin ¿ 500 mg and januvia ¿ 100 mg) and she denied that she made any changes to her usual diabetes medication in response to the issue. An hour after the product issue occurred, the patient developed symptoms of feeling ¿shaky¿. The patient claims that she did not receive any treatment in response to the symptoms, however, she called her pharmacy and they provided her with the advice to replace the battery of the meter. It was not reported if she used any other device to test her blood glucose. During troubleshooting, the csr confirmed that the issue occurred before inserting the test strip into the meter and that more than one test strip from the same vial was affected. Replacement test strips have been sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury adverse event after the alleged meter issue began.